Event description:
It was reported that the patient was experiencing pain and that the pain was not controlled due to the dysfunctional spinal cord stimulator (scs) system. The patient was given norco and will undergo a revision procedure. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Event description:
It was reported that the patient was experiencing pain and that the pain was not controlled due to the dysfunctional spinal cord stimulator (scs) system. The patient was given norco and will undergo a revision procedure.